Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). Adverse event form reported that upon interrogation noise was detected during a time frame that patient was active. Noise was recreated in clinic with isometric exercise. Ra lead was reprogrammed. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).